Event description:
A customer reported a cracked and shattered touchscreen on their device, which rendered the touchscreen unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.